Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred during basal delivery ((B)(6) 2016). The customer was able to successfully reload a new cartridge following the cartridge alarms. In addition, the customer reported the battery was observed to be depleting quickly. The pump battery depleted from 100% to 40% in 11 hours. During the call with tandem technical support (B)(6) 2016, the customer observed air bubbles in the patient line. The customer declined to perform troubleshooting for the air bubble as the customer would be switching to a backup insulin method. The customer reported a blood glucose (bg) level of 350 (mg/dl) at the time of the call. A manual injection was delivered to address bg level. Reportedly the customer will use manual injections until the replacement pump is received.